Manufacturer narrative:
Result: clutch.

Event description:
It was reported by the user facility that the fowler motor is leaking and causing the fowler to drift. No patient involvement or adverse events have been reported.